Manufacturer narrative:
(B)(4). Batch # r95011. Date of event is 2019. Event day and event month were not provided. Investigation summary: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated, broken, and 13 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip was not fired. It is unknown how procedure was completed. Patient consequence was not reported.